Event description:
Additional information reported the ¿complaint was about a recharger.¿

Manufacturer narrative:
Correction: review of additional information received indicates the event pertains to a non-implantable recharger instead of an implantable neurostimulator as was initially reported. As such, there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported the ¿recharge of the system shut down abruptly.¿ it was noted that ¿charging was normally used in the patient¿s home¿ prior to report. The ¿system¿ was notably never implanted and ¿would be changed¿ as a result of the event. There were no patient symptoms or outcome reported. Additional information has been requested, but was unavailable at the time of this report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).